Event description:
Reportedly, the device was explanted at implant. In 2008 surgeon's office response indicates explant, due to mitral regurgitation. Device is not available for return due to valvular endocarditis, unk source.

Manufacturer narrative:
Device not returned.